Event description:
Revision surgery 1 month after primary due to pain. The surgeon determined the dm cup had internally rotated which was a result of an inadequate rim fit of the initial implant. The surgeon revised the dm cup and liner with a new cup and fixed liner. Ref MFR #: 3005180920-2014-00139.